Event description:
It was reported that an asymptomatic patient was admitted to the hospital for an unrelated issue. Upon interrogation, the right atrial lead exhibited sensing anomaly and loss of capture due to dislodgement. The lead was explanted and replaced. The patient was stable post procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.